Manufacturer narrative:
Investigation conclusion: as is was not possible to establish which components had been used in which procedure it was not possible to establish why the white introducer of the dilator gets stuck in the purple introducer. Review of the DHR confirms there were no issues identified during the manufacture of both lots. Corrective/preventive action: no corrective actions are planned at this time. Smiths medical regularly analyses complaint data and trends and will take further actions accordingly.

Event description:
Investigation completed and summary.